Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps having low battery alert less than a week, no delivery/occlusion alarm and physical damage. Troubleshooting was performed. Customer did not recall blood glucose at the time of incident the battery cap was changed couple times. The product will be returning for analysis.

Manufacturer narrative:
Insulin pump received with cracked lcd window and cracked case at the display window corner. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, unit received with loud motor noise during rewind due to faulty motor. Pump received with normal operating currents. No unexpected low battery alarm noted. No excessive no delivery alarm noted.